Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary interventional procedure, a balloon catheter shaft bend occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending (lad) artery. The 4.5 x 12mm nc quantum apex mr was used to post-dilate a non-bsc stent. After the first dilation, imaging was taken to check the deployment of the stent. When an attempt was made to perform the second post-dilation, it was not possible because the shaft of the device was bent when it was outside the body. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good. However, the returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The balloon catheter was returned in two pieces with a stopcock attached to the manifold. There was contrast in the inflation lumen and balloon and there was blood in the wire lumen. The balloon was loosely folded, which is consistent with having positive pressure applied. The shaft was completely separated 15mm from the midshaft bond and buckled 5mm distally from the midshaft bond. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).